Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defibrillation malfunction. Patient involvement at this time in unknown; additional details have been requested.